Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for sepsis and brought their universal backup charger (ubc) for troubleshooting. Their ubc had no light on the front and would not turn on when plugged in. The coordinator tried to troubleshoot the ubc but was not able to find the cause. The patient had positive blood cultures and the sepsis reportedly originated as (B)(6) and was presumed to be in the pump pocket. Vacuum-assisted closure (wound vac) was applied to the substernal abscess and the patient was given IV antibiotics. No surgical debridement was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.